Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump, had gas gain in iab corcuit alarm, there was no patient harm or injury reported.